Event description:
It was reported that the patient was experiencing inadequate pain relief. It was noted that patients implantable pulse generator (ipg) was not working as intended and difficulty in communicating with the remote control. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted device was not returned.